Event description:
It has been reported to philips that the azurion 7 b12 system wireless footswitch was defective. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use when the wireless footswitch lost connection with the base station. Per the information collected, the wi-fi indicator on the footswitch was blinking red, which indicates that there was an error in the wireless connection. To resolve the issue footswitch battery was replaced and reseated the power connector on the footswitch control board. System was confirmed to be performing as per specification and returned to use. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.